Event description:
Pt implanted with zero-p spacer at the beginning of 2010. A non-union was noted. This is the 1st of 5 reports submitted on this event.

Manufacturer narrative:
Implanted in 2010. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.